Event description:
It was reported that during an unknown procedure, the customer is having problems with this handpiece. The handpiece was swapped with another handpiece and the case was completed with no patient consequence. After the case, the sales rep tested the handpiece with a test tip in biomed mode and discovered the zr initial impedance was 77 ohms, maximum is 46 ohms, and the phase margin for the handpiece was 145hz, the range is between 170 hz and 247 hz.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary - the hand piece was tested on a generator and was found to be functional. However, it no longer meets design specifications for phase margin. The hand piece was disassembled, a torn acoustic isolator was found in the instrument.